Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine checkup, the cs300 intra-aortic balloon pump (iabp) had a system failure. There was no patient involved.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked the unit and suspected that the drive manifold was defective. So, in order to fix the issue, the fse replaced the drive manifold. Then, the fse performed all functional tests and the unit was returned to the customer and cleared for clinical use.